Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. No motor error alarm noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd display, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received multiple motor error alarms during bolus. The customer's blood glucose was 7.6 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.